Event description:
It was reported that during the implant the left ventricular lead was attempted to be implanted, but could not be placed to due patient anatomy. The lead was removed and another lead was successfully placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; however, the distal conductor had blood or body fluid that was not obstructive. The full lead was returned and analyzed.